Event description:
It was stated that while the sheath was used, the internal silicone valve did not split cleanly in half and instead detached to one side during patient use. There was patient involvement and no patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.